Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter had displayed an error 3 message whilst trying to test. The complaint was classified based on the customer care advocate (cca) limited documentation as the patient ended the call. The patient did not recall the date or time the alleged product issue first began. It is unclear how the patient manages their diabetes or if they made any change to their diabetes management as a result of the alleged product issue. The patient stated that on an unknown time after the alleged product issue began, she developed the symptoms of "felt sweaty". It is unclear if the patient received any treatment in relation to this symptom. At the time of trouble shooting, the cca confirmed the patient was unable/unwilling to confirm if correct testing steps were carried out. After walking through a retest, the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.